Event description:
Medtronic received information that an aortic tear was identified during the implant of a transcatheter bioprosthetic valve via direct aortic approach. It was reported that a transverse transection of the aorta occurred during the utilization of an amplatz guide wire. The laceration was repaired. It was reported that the patient lost approximately 5,000 cubic centimeters (cc) of blood during the repair. The patient was given two units of packed red blood cells, 2500 cc of cell saver blood, one unit of platelets and two units of fresh frozen plasma. Following the procedure, the patient's hemoglobin was reported as being back to near baseline levels. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).